Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient rash under the rear therapy electrodes. Patient reported skin is red and itching but not open. There was no alleged device malfunction. The patient was prescribed a hydrocortisone ointment by a physician. Patient reported that the rash was resolved.